Manufacturer narrative:
G4: 01apr2020. B4: 02apr2020. The replaced data acquisition printed circuit board assembly (da pcba) as returned for failure analysis. The da pcba was tested and no failure were identified. A relationship of the device to the reported problem could not be confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd from MFR: 24dec2019. The manufacturer¿s international service technician evaluated the ventilator and confirmed multiple occurrences of the diagnostic code related to pressure regulation high. The data acquisition board will be replaced once the customer approves the repair. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 21jan2020. B4: (B)(6) 2020. The service technician replaced the data acquisition printed circuit board assembly and the problem was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
MFR received date: 03 apr 2020. Additional information was received that the ventilator had to be changed as a result of this event. Based on this information, this event will be reported as serious injury. There was no patient harm. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 16dec2019.

Event description:
The customer reported a pressure regulation alarm. The ventilator was being used on a patient at the time of the reported event, however, there was no patient harm. The patient's information could not be disclosed. No medical intervention was required as a result of this event.